Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and this left ventricular (lv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Following the switch to unipolar, the patient was experiencing undesired phrenic nerve stimulation. Technical services (ts) reviewed programming options. Additional information received indicated that the vector was changed to one without phrenic nerve stimulation, and the lv impedance alert value was increased to 2,500 ohms. This crt-p and lv lead remain in service. No adverse patient effects were reported.